Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 198 mg/dl. Customer stated that her pump gave her a low reservoir message. Customer changed the reservoir but the up arrow button will not work. Customer was finally able to get it to work. Customer stated that the issue is regarding the scroll up key and the act button. Customer has dropped her pump before in her restroom. Customer had damage on the corner of the screen where a piece was chipped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected low reservoir alarm noted. The device had cracked lcd window, cracked case at display window corners, cracked belt clip slot, and cracked reservoir tube lip.